Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set had disconnected and leaked during peritoneal dialysis therapy. This event occurred during drain three of four while the patient was connected. The patient woke up with fluid on the bed and the transfer set had disconnected. The patient was not sure how the disconnection had happened. There was no patient injury or medical intervention associated with this event. No additional information is available.